Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4195 implantable pacing lead: (B)(6) 2008. 5076 implantable pacing lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was twave oversensing (twos) on the right ventricular (rv) lead. The sensing vector was reprogrammed from rv tip to rv coil to rv tip to rv ring which resolved the twos. The lead remains in use. No patient complications have been reported as a result of this event.